Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the surgical intervention.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4).

Event description:
The patient has two scs systems. This issue pertains to the thoracic ipg. It was reported the patient did not recharge the ipg. The ipg is currently inoperable. Surgical intervention is planned as the next course of action.